Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a battery-out alarm on their insulin pump but the issue was resolved by inserting new batteries. The patient's blood glucose level was 225 mg/dl at the time of the call. The customer stated that he had issues with their sensor glucose being 50 points off their blood glucose count. The customer was advised to call the help line the next time the issue occurs. No further information was provided.